Event description:
It was reported that a tandem mobi cartridge alarm occurred, having previously affected two other cartridges. There was no adverse impact to the customer¿s blood glucose level. The customer successfully removed the cartridge and delivered a bolus, and with the assistance of customer technical support, they were able to load a new cartridge and resume insulin therapy. The issue was resolved.